Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer's investigation, since more than seven years have passed since the manufacture of the device in question, it is likely the printed circuit board failed because parts of the cp substrate had suffered wear failure due to long-term use, causing the front panel to become inoperable. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device was evaluated by olympus and the unit front panel found non-functioning due to a damaged cp board. A definitive root cause for the identified problem was not determined.

Event description:
The device front panel was found not functioning upon inspection. There was no patient involvement, associated with the problem, reported to olympus.